Event description:
Description of event: information was received from a patient (pt) regarding a 'programmable pain pump'. Pt stated they were implanted several years ago and they have 2 implants. Agent understood pt has a nevro scs device. Pt stated they 'think' they have a mdt pain pump too. Pt stated they are getting a code on their remote machine. Pt then stated they have flowonix medical. Pt stated they will contact the appropriate company. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).